Event description:
The patient presented to the emergency room with syncope. It was reported that the right atrial (ra) lead exhibited undersensing and intermittent atrial sensing of p waves. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.